Manufacturer narrative:
There were multiple medical device types: medical device type: jka there were multiple 510k numbers PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube had a hole in the bottom of the tube that leaked during blood collection. There was no report of patient impact.

Manufacturer narrative:
Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for damaged tube was observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and the issue of damaged tube was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode damaged tube. This molding defect is commonly known as a ¿double shot¿ and is created when a molded component does not transfer from the cavity to the core during the demolding process. Bd was not able to identify an exact root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tube had a hole in the bottom of the tube that leaked during blood collection. There was no report of patient impact.